Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on september 29, 2025 was filed inadvertently. No loss of osseointegration has occurred and the correct awareness date was novermber 20, 2025, not september 04, 2025. Per the clinic, the patient experienced loss of abutment and skin overgrowth at abutment site. It was also reported that the patient was placed under general anesthesia on (B)(6), 2025, in order to replace the abutment and underwent skin revision surgery. The implanted device remains.